Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the computer became unresponsive when getting network information. A computer was replaced. System checkout was performed after replacing the computer. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The computer powered on and fully booted to login screen normally. Ent application was launched and tested the system by importing, loading, deleting and achieving the exams. No issues were found. System passed all tests. No faults found.

Event description:
A medtronic representative reported that when attempting to load exams onto navigation system, system became unresponsive. Hard reboot resolved the issue and the exams were loaded successfully after rebooting the system. Site used a different medtronic navigation system. There was no patient present at the time of the issue.